Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not detach from the catheter to deploy. It was noted that the pop stage of deployment was not heard. Following the deployment failure, the clip reopened. Reportedly, the physician removed the clip by pulling it out of the working canal. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.